Manufacturer narrative:
(B)(4), (loss of speech). (B)(4).

Event description:
It was reported, the pt's device was showing high impedance readings, and the pt experienced a shocking or burning sensation from their device. It was reported, impedances at 2.0v are 1395 when with case, otherwise >4000. It was reported, the pt began to have return of symptoms (loss of speech, dystonia symptoms on right side, burning at lead extension site) two weeks prior to visiting the health care provider (hcp). The hcp did an MRI and x-ray and saw no fractures or disconnects in the leads or extensions. Troubleshooting was suggested, but no pt outcome was reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.